Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 85499, was returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues. The reported air ingress could not be reproduced. Pressure test did not reveal any leak along the shaft or valve. Multiple aspirations / injections were performed without air bubbles or leaks; the hemostatic valve was leak tight. The valve assembly was leak tight as well. In conclusion, the air ingress was not confirmed through testing. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, as the sheath was being inserted into the groin, air was introduced indicating air ingress. The air ingress resolved on its own and the sheath continued to be used. The sheath was replaced, to ensure no further air ingress. The case was completed with cryo. No patient complications have been reported as a result of this event.